Event description:
The manufacturer received information alleging,patient noticed black powder like substance in humidifier tank after looking further noticed particles in hose and mask.particles in tubing/chamber that are related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. The patient has alleged to seeing black powder like substance in humidifier tank after looking further noticed particles in hose and mask. Particles in tubing/chamber. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated the device will be returning. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 22, 2025 regarding reporter's email address and it is updated in this report. Section e1 has been updated in this report.